Event description:
Radiesse filler was injected in the eyes or "tear trough" area on (B) (6) 2010. On (B) (6) 2010, I woke up with increased swelling in the injection site. I went to see the dermatologist that did the injections on thursday, (B) (6) 2010. I had more swelling around, and also itchiness on the forehead and neck area. On (B) (6), I went to urgent care because the swelling had increased and I had labored breathing. I was prescribed claritin and antibiotic for a supposed sinus infection. I later returned to urgent care on (b) (5) with labored breathing again and was prescribed an inhaler of ventolin. These symptoms went on for 1 month off/on. My primary care finally put me on prednisone on (B) (6) 2010. This was the only med that took the swelling and breathing problems. My dermatologist insisted that I did not have an allergic reaction. I went on prednisone again on (B) (6) because of another flare up and swelling under my eyes after a microdermabrasion procedure. I am still suffering from swelling and "racoon" eyes from this procedure. This was the 2nd time I had radiesse injected in the eye trough area. I had it injected in (B) (6) 2009 without any adverse reactions that I know of. Dates of use: (B) (6) 2009--(B) (6) 2010, (B) (6) 2010--(B) (6) 2010. Diagnosis or reason for use: wrinkles under eyes.